Event description:
The customer reported having a failed shock button.

Manufacturer narrative:
The customer reported having a failed shock button. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.